Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 44 mg/dl. Customer was treated with food and glucose tablets for low blood glucose. The current blood glucose level was 57 mg/dl. The customer experienced symptoms such as sweating. Customer had been using an insulin pump system within 48 hours of the reported low blood glucose event. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.